Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that for two days the pain kept on coming back. Patient stated that they adjusted the stimulator twice for 2 days but now the pain comes and goes with even with taking medicine at night.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they went to have their ins programmed on (B)(6) 2025. Patient stated that they had to go back the next day because they were in pain and had the ins reprogrammed again. Patient mentioned that this morning they noticed that the program on their group would change "numbers". Patient mentioned that stimulation intensity was at 4 but the stimulation was too much for them so they had to put it down to 3 but when they woke up this morning it was at 2 and they were getting more pain. Patient mentioned program b 1 works the best for them with stimulation around 2.2, but awhile back they had it set at 3.0. Patient mentioned that the "numbers" would change by itself. Agent confirmed that adaptive stim was not turned on the patient's controller. Agent instructed patient on how to change groups and how to adjust intensity. The patient was redirected to their healthcare provider to further address the issue. Patient could not place battery cover back on contr oller even after being instructed by agent.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.